Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the alleged condition of the device running by itself was confirmed. Based on the investigation details, the likely cause for the problem was a rough geartrain and corroded driveshaft, bearings, and rotor, which were each replaced. The handpiece was repaired and returned to the customer.